Event description:
A malfunction was reported by a customer who experienced a malfunction alarm while using their device. There was no information available regarding the impact on the customer's blood glucose level. The pump was restarted and charged, but the malfunction persisted, preventing access to the device. A replacement pump with a new serial number was arranged.